Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the cinema driver. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's cinema drive was not saving images and displayed a high capacity disk error message. No patient injury was reported.